Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain and infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "or late postoperative infection, and allergic reaction." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the explanted device found no evidence of product non-conformances. The complaint cannot be verified from the poly bearing that was returned, as there is very little wear present on the bearing, and no signs of excessive wear or malalignment. It was likely that the patient¿s pain and infection was caused by another source, and not the poly bearing.